Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information is not available for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knife tips exhibited spurs and the blades were not sharp prior to the start of cataract surgeries. Alternate knives were obtained in order to begin and complete the procedures. There was no impact to any patient. No additional information is available.

Manufacturer narrative:
One opened knife sample was received with a plastic tube around the blade inside of a zip top bag for the report of spurs on the knife and for not being as sharp. The returned sample was visually inspected and was found to be nonconforming with a damaged tip and a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. No confirmed knife lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and damaged tip exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Event description:
Additional information has been received that further clarified this event did occur during cataract surgery with patient involvement.